Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient passed out while shopping. CPR was performed and the patient was transferred to the ER. When the patient presented to the ER, the patient went into vf and was externally defibrillated. The device was interrogated and only one episode of vt was observed after the shock. Undersensing was observed on the egm. The device was reprogrammed.